Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced pcb assembly but could not reproduce the reported problem and could not determine root cause for it.

Event description:
Found during routine testing. The customer reported that the device turns off and on by itself. There was no patient use associated with the reported event.